Manufacturer narrative:
Findings: pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and loose/protruded drive support disk. Visual inspection shows that damage to lcd window is a scratch and not a crack.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated the screen has a crack and battery loading slot has a crack.